Manufacturer narrative:
Concomitant medical products: cmrm6133 absorbable antibacterial envelope, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead was exhibiting high thresholds that have been steadily increasing, creating a potential for loss of capture. The lv lead remains in use. No further patient complications have been reported as a result of this event.